Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/27/2016. The fse found that the sheath restrictor line at valve vl46b had been abraded against another tube due to the normal motion of the differential (diff) mixing chamber and had leaked diluent. He replaced vl46b tubing to resolve the leak and adjusted the placement to ensure no contact with any other tubing in the instrument. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(6).

Event description:
The customer reported a leak of clear fluid of approximately 10 ml in volume from a coulter lh 780 hematology analyzer onto the counter top. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.